Manufacturer narrative:
It was reported that the transthoracic echocardiogram on the following day of implant revealed that the amulet device was caught in the left ventricle. Also reported that upon reviewing of post-implant imaging, the device was shown to have shifted through the posterior side of the mitral valve and into the left ventricle after release from the delivery cable. Information from the field indicated that sizing was determined with transesophageal echocardiogram and computed tomography imaging. Field also indicated that the device was first deployed with minimal compression and was partially re-captured and upon second deployment, adequate depth was achieved. A tension test was performed and the lobe did not move. The device was not returned to abbott for analysis such that it is not possible to inspect the explanted device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The review of images provided by field showed the device being deployed and prior to release. There were no images provided that could confirm the device embolization. Based on information available, the cause of reported device device embolization could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the embolized device was surgically removed. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024. The patient's left atrial appendage (laa) had minimal depth but had a wide orifice measured at 30mm and a large landing zone measured at 21mm. Sizing was determined with transesophageal echocardiogram (tee) and computed tomography (CT) imaging. Tee was used during the procedure. The device was first deployed with minimal compression. The device was partially re-captured and upon second deployment adequate depth was achieved. The compression shape was elliptical. A tension test was performed and the lobe did not move. The device was released from the delivery cable. Upon discharge the following morning transthoracic echocardiogram (tte) showed the device was caught in the left ventricle. The patient was hemodynamically stable. The device was surgically removed. Upon reviewing post-implant imaging the device was shown to have shifted through the posterior side of the mitral valve and into the left ventricle after release from the delivery cable. The patient did not present with any clinical signs or symptoms. The patient status was stable.